Event description:
A report was received that during a revision procedure, the physician noted high impedances on the lead contacts. The patient underwent a replacement procedure of the lead and did well postoperatively.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2352-50, serial/lot #: (B)(4), description: linear 3-4 lead, 50cm. The explanted leads were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore, a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.